Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery. After the procedure, it was noted that the atrial lead was damaged and exhibited noise oversensing causing inappropriate mode switch. No intervention was performed. The patient was in stable condition and will continue to be monitored.